Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hypoglycemia, with a blood glucose test of 25 mg/deal at the time of the incident, was treated with food, and was treated at the hospital emergency room. Troubleshooting was carried out, and it was discovered that the client had used the insulin pump system within 48 hours, and whether or not the auto mode option was engaged at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged visit to emergency room, ems dispatched and was hospitalized for low bgs found on (B)(6) 2023. On (B)(4), sn#: (B)(6) - customer returned pump for an alleged visit to emergency room, ems dispatched and was hospitalized for low bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 08-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 08-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 302500 (30.25 u). Dailytotalofbasalinsulindelivered: 262500 (26.25 u). Dailytotalofbolusinsulindelivered: 40000 (4 u). 06/08/2023 06:25:27.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). There were no unexpected pump errors/alarms noted 1 week prior to the event date 08-jun-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 15-dec-2022, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 15-dec-2022, listed on smartsolve. Dailytotalofallinsulindelivered: 394000 (39.4 u). Dailytotalofbasalinsulindelivered: 254000 (25.4 u). Dailytotalofbolusinsulindelivered: 140000 (14 u). 12/15/2022 08:56:46.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). 12/15/2022 14:31:35.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 20000 (2 u), bolusamountdelivered: 20000 (2 u). 12/15/2022 17:43:29.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 50000 (5 u), bolusamountdelivered: 50000 (5 u). 12/15/2022 22:10:30.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 30000 (3 u), bolusamountdelivered: 30000 (3 u). Please see below for pump errors/alarms noted 1 week prior to the event date 15-dec-2022 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 12/12/2022 12:48:54.000. Low battery alert was recorded and found in the formatted history file on: 12/12/2022 12:47:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25,power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 15-dec-2022 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 17-jun-2023 at 9:38:59 am. There was no power data available for the date of 12-dec-2022 at 12:47:00.000. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.